Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incidents from the reported lot. A definitive cause for the reported slda in this incident could not be determined. Additionally, the reported recurrent mitral regurgitation (mr) was secondary effects of the reported slda. The reported recurrent mr was a result of the reported slda. Additionally, the reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report single leaflet device attachment/slda and recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. On (B)(6) 2019, one clip was successfully deployed, reducing mr to 1. There was no clinically significant delay in the procedure. Then on (B)(6) 2020, the patient returned for a follow-up and it was discovered that the clip became detached from one leaflet, but remained attached to the other leaflet (single leaflet device attachment/slda), increasing mr. The patient was sent home and additional treatment was not performed. No additional information was provided.